Event description:
It was reported that the pacemaker and this right ventricular (rv) lead exhibited a high capture threshold and was suspected to exhibit intermittent loss of capture (loc). This rv lead output was reprogrammed. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the pacemaker and this right ventricular (rv) lead exhibited a high capture threshold and was suspected to exhibit intermittent loss of capture (loc). This rv lead output was reprogrammed. This rv lead remains in service. No adverse patient effects were reported. Additional information was received from the field. It was confirmed there was a loss of capture.

Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that the pacemaker and this right ventricular (rv) lead exhibited a high capture threshold and was suspected to exhibit intermittent loss of capture (loc). This rv lead output was reprogrammed. This rv lead remains in service. No adverse patient effects were reported.